Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder did not activate. This occurred during the precautery test. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 02/02/2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).